Event description:
It was reported that the first shot of the stapler is made, it is activated only once, it staples and the movement of the blade does not continue. It is decided to exchange the device for a new one. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Batch # 689a64. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. The analysis found that one ec60a device was returned with no apparent damage and with an ecr60g reload loaded on the device. The reload was received partially fired 1/3. After further analysis the articulation mechanism was noted to be damaged as would not hold the articulation setting. The device was tested for functionality with a returned reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The device was disassembled to verify the internal components and the articulation bar was noted to be damaged. The event reported was confirmed and it is related to improper use of the device. The partially fired is consistent with an incomplete or interrupted cycle. It is possible that outside the normal use force was applied on the distal jaw creating a torque on the articulation components and breaking the articulation bar. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Please reference the instruction for use for more information. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.